Event description:
It was reported that the patient fractured right femur on (B)(6) 2012 and underwent intramedullary (im) nailing on (B)(6) 2012. Due to non-union of right femur, all hardware was explanted with no complications. Three of the four screws were broke; it was unknown of what size screws were broken. It was reported that nail and endcap were removed intact and three broken screws were retrieved from patient. Bone graft was also implanted into the non-union site. Patient was revised with a 14x380 lateral entry femoral nail along with (2) each 6.5mm recon screws into the femoral head and the nail was locked distally. The procedure was successfully completed without any surgical delay. Patient/status outcome was stable and no complications during surgery. Clinical findings showed delay healing. Patient history indicated that they have a history of smoking in the past. (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.